Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery hook (pch) instrument wire was cut. The procedure was completed with no report of patient injury. The pch is intended to be used with the da vinci system for precise dissection and division of tissue with monopolar cautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the pch instrument was inspected prior to use and no issues were noted. The reported issue occurred while dissecting the tissue. There was no broken cable found during visual inspection. No arcing was observed. The pch instrument did not collide with any other instrument or tool during procedure. The customer confirmed that no fragment fell into the patient and there was no patient injury. The pch instrument silver wire was broken.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the pch instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated and confirmed the customer reported complaint. Fa found the primary finding of pitch cable broken to be related to the customer reported complaint. The pch instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use condition procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of the broken pitch cable was attributed to a component failure and related to device design. Additional observation(s) unrelated to reportable finding also identified: the pch instrument was found to have corrosion on one or more clamping pulleys in the backend. The root cause of the corroded/ contaminated instrument clamping pulleys is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/ reprocessing techniques. A review of the instrument log for the pch instrument (part number 420183-15/ lot number n10211013-781) associated with this event has been performed. Per this review of the logs, the pch instrument was last used on (B)(6)2022 via system # rsh0163. The alleged instrument had 6 uses remaining after the last procedural use. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable malfunction due to the following conclusion: the pch instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.